Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the device was not working, it would not interrogate and failed uplink testing. When the cable was replaced with a known good one the device did interrogate and passed functional testing. The device was to be sent on for repair and restock. (B)(4).

Event description:
It was reported that the radiofrequency programmer head was not working. The programmer head was returned for service. No patient complications have been reported as a result of this event.